Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the customer they were unable to increase their basal rate on their omnipod dash controller/personal diabetes manager to greater than 0.6 units/hour despite resetting the device. No impact to the patient's blood glucose level was reported. No medical assistance was required.